Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusin could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understaand each incident as it occurs in order to continuously improve co's products.h6; code 100: two twisted staples jammed in the cartridge nose, which were removed and the instrument was cycled, fired and properly formed the remaining 22 staples without indicent. Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that reportedly during surgery "only one staple fired" may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple and weld flash in the cartridge nose. The twisted staple and the cartridge weld flash was removed from the nose and the instrument was cycled, fired, and properly formed the remaining 22 staples without further incident. It was concluded that the excessive cartridge weld flash in the nose was due to an assembly error. Comments: the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips were malformed. The clips did not close properly on the vessel. There was no patient consequence. Additional information received on 04/22/97. It was clarified that the surgeon used another device to complete the case.